Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro vh3500- insulation tore away from the jaws. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula device and no resistance was noted while inserting the harvesting tool into the cannula. Nothing dislodged from the hemopro. Device removed. No procedural delay. A new hemopro kit was opened and the vein harvest was completed without issue. No harm to the patient.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: e3: corrected occupation.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 09/12/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the base of the jaws. The gray silicone insulation on the side of the cold jaw was observed to be peeled back with no detachment observed. The heater wire was observed to be intact with no visual defects observed. The cannula was also returned for evaluation. There were no visual defects observed on the cannula or the c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled jaw" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.